Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-dec-2022. H6: investigation summary: 1 used samples (model # mp3501-c , lot # 22069275 ) was returned for investigation. Additional 3 samples were received and investigated. Two empty bd sodium syringe was also returned with the sets. It was reported by the customer that the extension set would not flush and had resistance when connected. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The sets were connected to a 10 ml bd syringe filled with water and attempted to be flushed. It is impossible to push the fluid through all four used samples. The set was examined under magnification where an occlusion, possibly due to excess solvent, can be observed. A quality notification was sent to the manufacturer. Response memo received after investigation. A device history record review for model mp5301-c and lot number 22069275 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The principal root causes were determined to be absence of occlusion detection method at the end of gumming, incorrect use of air fixture and absence of visual aid for air fixture and dispenser of solvent.

Event description:
It was reported while using bd 8.5 in pressure rated set w/bonded there was a blockage and a disconnection occurred. There was no report of patient impact. The following information was provided by the initial reporter: extension set would not flush/resistance connected to patient as well as when disconnected from patient as echo tech was attaching after starting IV for procedure

Event description:
It was reported while using bd 8.5 in pressure rated set w/bonded, there was a blockage and a disconnection occurred. There was no report of patient impact. The following information was provided by the initial reporter: extension set would not flush/resistance connected to patient, as well as when disconnected from patient as echo tech was attaching after starting IV for procedure.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.